Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6)2025, the user reported experiencing failure with four dexcom g7 continuous glucose monitor (cgm) sensors and a blood glucose (bg) reading of 400 mg/dl. The user asked if the ilet could still manage glucose without a visible reading, and the agent confirmed it could. Resolution: the user paired a new sensor, and bg correction resumed. At the end of the call, the event involved a highest bg recorded glucose of 400 mg/dl, was corrected with a new sensor, and was managed without medical intervention or external assistance. No symptoms were reported during the event and at the time of call.